Manufacturer narrative:
Concomitant medical devices: product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacture representative regarding a patient being implanted with an implantable neurostimulator (ins). It was reported that the patient went for the final implant after a successful trial period. The used extension could not be fully inserted in upper port of the ins. There were high impedances. A new extension was used. This did not solve the issue. Then a new ins was used, and the extension could be inserted without a problem. The issue was resolved. There were no patient symptoms. No troubleshooting was performed. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: product analysis #702776119:analysis information -- 2018-12-21 13:22:52 cst pli# 20 product ID# 97702 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified a deformed balseal spring in the implantable neurostimulator (ins) connector port which affected the insertion of a lead or extension. Concomitant medical products: product ID 37083-40 lot# serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2018 product type extension. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.